Event description:
It was reported by service report that the caster housing has sharp edges, the wheel is missing and the brakes can not lock. The customer could not determine whether there was patient involvement and/or adverse consequences.